Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch did not work. Upon functional testing, the fse identified that the battery indicator was green, and wi-fi indicator was in red which confirmed a connection issue. The wireless footswitch was defective and unable to connect to the base station. To resolve the reported issue, the fse, replaced the wireless footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch lost connection to the system. The system was in clinical use at the time of the reported event. The customer connected a wired footswitch to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.